Event description:
The patient had been wearing the pod on the abdomen for between 24 to 36 hours prior to seeking medical attention. On monday, (B)(6) 2026, the patient developed abdominal pain, nausea, vomiting, weakness, and persistently elevated blood glucose levels that did not respond to insulin administration. The parent administered additional insulin prior to school; however, glucose levels remained elevated, reported to be in the ¿500-something¿ mg/dl range. The parent subsequently checked ketone levels, which were positive. Due to persistent hyperglycemia and worsening symptoms, the patient was taken for medical evaluation and was admitted to the hospital. Upon admission, the patient was diagnosed with diabetic ketoacidosis (dka) and received treatment including intravenous insulin therapy. The pod was removed at the hospital. Medical staff expressed concern regarding a potential cannula-related issue; however, the cannula could not be visually confirmed following removal. A small, localized area of swelling was noted at the pod application site. The patient remained hospitalized for two days and was discharged on (B)(6) 2026. The pod was discarded at the hospital and was not available for further evaluation.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to the reported hospitalization, hyperglycemia and diabetic ketoacidosis. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.